Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an insulin flow blockage alarm event issue occurring for the last 2 weeks, which was reported on (B)(6) 2025. The blood glucose level was high at the time of event and the patient got treated with correction bolus via pump. The blockage was located at the infusion site. The customer changed supplies as necessary and resumed insulin therapy. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011948, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011948 was manufactured according to the wi version 121 and manufactured in the line l5 on 04-mar-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5b00186 was manufactured according to the wi version 9.0 and manufactured in the machine itl01, on 01-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.